Event description:
The custome reported that the insulin pump was cracked, after the customer may have bumped it. The customer was advised to discontinue use and revert to a back-up plan. His blood glucose was 121 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with bleeding lcd glass, minor scratches on the display window, and a cracked reservoir tube lip.(B)(4).